Event description:
The customer reported that while pipetting an hiv p-24 assay on ortho summit, low diluent was dispensed in well a6 and no alarm message was generated. A field service engineer was dispatched, he inspected the instrument and found that the eject pin in position 6 was stuck. He replaced the instrument back into service. No death or serious injury was associated with this incident.